Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and exchange due to patient¿s concerns with the product. Healthcare professional later confirmed. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a broken on posterior assessed as surgical damage, delamination total of the valve (adhesive failure) and missing shell observed assessed as inconclusive. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: white particles observed outside the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side deflation and exchange due to patient¿s concerns with the product. Healthcare professional later confirmed. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.